Manufacturer narrative:
The device was sent to spacelabs healthcare for further analysis. The reported problem was verified. The cpu board was replaced. The repaired unit passed all functional tests and was restored to service. This report is complete and this particular issue is considered closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the bedside monitor shut off during a case and would not power back on. No injury was reported as a result of this event.